Event description:
It was reported via italian moh regulatory report that during a coronary angioplasty procedure for a patient with unstable angina, the guiding catheter and the balance middleweight universal (bmwu) guide wire were positioned and to gain pushability for advancing the balloon beyond the lesion, the guiding catheter was advanced into the coronary. The lesion was dilated and during retracting of the guiding catheter, pressure was applied to the guide wire and the guide wire fractured in the distal portion. An over the wire balloon catheter was advanced along the fractured guide wire and the fragment was successfully retrieved and removed from the anatomy. The guide wire was removed after about 30 minutes and the procedure lasted about 90 minutes. Although there was a delay in the procedure time, it was reportedly not clinically significant. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, it was reported that during retracting the guide catheter, pressure was applied to the guide wire then during retracting the guide wire fractured in the distal portion. Pressure being applied to the guide wire while retracting; could have contributed to the reported guide wire separation. The guide wire was not returned which may have aided in the evaluation. Reportedly, the separated guide wire was retrieved successfully. Although there was a delay in the procedure, it was reportedly not clinically significant. It was reported that pressure was applied to the guide wire during removal; it should be noted that in the balance middleweight (bmw) universal guide wire instructions for use warnings section states: do: advance or withdraw the guide wire slowly. Examine the tip movement under fluoroscopy before manipulating, moving or torquing the guide wire. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. The pressure applied to the guide wire during removal could have contributed to the reported guide wire separation. A search of the device lot history record indicated no nonconforming material records for the lot indicating all lot release testing met specification. A query of the complaint-handling database was performed and revealed no other incidents. In summary, based on this investigation, there is no indication of a product quality deficiency. Manufacturing performs visual inspection of the guide wire tips after being loaded into the dispenser, performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs reliability testing to verify product quality.